Event description:
A customer had a problem with the scd express sleeve k/l medium. According to the customer while using the scd sleeve bruising was observed on the front and sides of the mid-lower limbs and below the ankle bone.